Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician suspected that this right atrial (ra) lead micro-dislodged based on fluoroscopy. The ra lead exhibited decrease in p-waves and an increase in pacing thresholds. The ra lead was explanted. No additional adverse patient effects were reported.